Manufacturer narrative:
(B)(4):the customer is reporting this adverse event only and did not request field service or clinical support.all pertinent information available to amo has been submitted.  (B)(4): placeholder.

Event description:
The clinic reported that a laser vision correction patient was undercorrected in the right eye due to a data entry error. Although the system presented a warning the surgeon did not the identify the issue and allowed the treatment to be delivered. In reviewing the post treatment report the surgeon discovered that a - (minus) cylinder was entered instead of a + (plus) cylinder. The patient was retreated three days later to correct the treatment error. The patient''s post op visual acuity was 20/40 uncorrected in the right eye.